Manufacturer narrative:
A medtronic representative inspected the imaging system on-site. It was found that the detector was booting up not ready. Error 13 was displayed (median gain low) on viva software. Removed power connections to the paxscan power supply and re-seated connections. Detector booted without an error. Imaging system operational. No parts were replaced. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A site representative reported that the imaging system generator would not boot up. It was reported that the motion systems would initialize, and the mobile view station (mvs) would connect, but the status of the x-ray system indicated that it was disabled. There was no patient present when this issue was identified.